Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) was 1425 mg/dl and customer was unresponsive. Customer was transported via ambulance to the emergency room and was admitted to the hospital for elevated bg and diabetic ketoacidosis (dka). Intravenous insulin was administered to treat bg. Elevated bg/dka were resolved and customer was discharged several days later (exact date was not provided). Customer was not sure if there was any permanent damage. Customer did not know cause of elevated bg. As event occurred in the past, tandem technical support was unable to determine a possible cause of occlusion.